Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal tip of the stent stabilizer was found to be broken/fractured and not returned. The stent stabilizer was found to be kinked/bent. The stent delivery catheter and stent was found to be intact. On functional testing, the device was flushed, and the stent was deployed and slight friction was noted during the test. The stent delivery catheter was advanced through the demo catheter with no difficulties. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and the distal tip of the stabilizer was noted to have been broken/fractured, the stabilizer was also kinked and there was friction between the stabilizer and the delivery catheter during the attempt to deploy the stent. It is probable that the device was damaged during navigation through the patients anatomy causing the reported event. An assignable cause of procedural factors will be assigned to the reported stent failed/unable to deploy and stent delivery catheter friction and to the analyzed stent stabilizer broken/fractured during use, stent stabilizer kinked/bent, and stent stabilizer/catheter friction, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the stabilizer of the subject stent was fractured during use. There were no clinical consequences to the patient reported as a result of this event.